Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery also, unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed the operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had minor scratched display window.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The caller also observed some motor error alarms in the device's alarm history. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. No further detailed were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.